Event description:
A report was received that the patient, who was recently implanted, had some ooze coming out from the incision site. Other symptoms included pain, redness, swelling, and pus. The physician believed that it was not device or procedure related. Long course of antibiotics was given to the patient. The patient underwent an explant procedure and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.